Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a routine visit in clinic on (B)(6) 2017, the patient had elevated lactate dehydrogenase (ldh) of 951 u/l. The baseline for the patient is in the range of 400 u/l to 500 u/l. On (B)(6) 2017, ldh was 706 u/l and on (B)(6) 2017, ldh was 473 u/l and has trended down and returned to baseline. The patient continues on warfarin therapy with an inr goal of 2.5-3.5 and full strength asa. The patient has not had any clinical symptoms of thrombus and no further action was taken. No additional information was provided.

Manufacturer narrative:
A specific cause for the rise in the patient's lactate dehydrogenase (ldh) could not be conclusively determined. The submitted system controller log file contained approximately 14 days of data. The device operated above the low speed limit. The device appeared to be operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.